Manufacturer narrative:
(B)(4). Batch # n55l5l. The analysis results found that the atw35 device was received with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4) date sent: 11/11/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: please confirm the surgical procedure. What were the indications for surgery? Robotic pancreatectomy and splenectomy due to cancer what healthcare professional fired the device and their experience with device? A 4th year surgery resident under the supervision of operating surgeon. What is meant by misfire? Please provide additional details on inadequate staple form. The staples did not appear to complete for to achieve hemostasis firing across vessel. As soon as stapler was fired and removed there appeared to be bleeding. What structure was device being fired on? Pancreatic artery was the splenectomy planned or was it due to issues with device? It was a planned procedure what is the current patient status? Patient was discharged 5 days post operatively. Additional information received: spoke with surgeon - gun fired well. Distal end looked fine. There was no tension there. However there was a disrupted staple line at the proximal end. The procedure went from a robotic pancreatectomy to an open splenectomy due to the malfunction of the device. The device was confiscated by risk management and will not be released until the investigation is complete.

Event description:
It was reported that during a robotic pancreatectomy procedure, the gun misfired. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information requested and received: there was a note stating that the splenectomy portion of procedure was converted to open but it was not clear if this was due to the issue encountered with the device. Would you know if the device caused the convert to open? I was not present during the case. However, I was told that they had to convert to open to manage the bleeding. Was the splenectomy planned or was it due to issues with device? It was a planned procedure.